Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.